Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad and keypad cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.